Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported experiencing a heart attack. The patient requested a review of device data for the event as they believed their device did not provide therapy when expected. Boston scientific technical services referred the patient to their physician. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this patient was checked following their heart attack, and there were no concerns related to the implantable cardioverter defibrillator (ICD) or its function. The device remains in service. No additional adverse patient effects were reported.